Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after being off of the pump for a period of time, the customer was unable to turn the pump back on. Tandem technical support assisted the customer with how to turn the pump on. The customer was successful; however, was to wait until further training to resume pump therapy. Due to the delay in turning the pump on, the customer's blood glucose (bg) level was 248 mg/dl and a correction bolus was delivered to address the bg level.